Event description:
It was reported that a power on reset occurred. All the diagnostics were cleared and device parameters were reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated that a power on reset (por) occurred on (B)(6) 2010. One patient alert for por on occurred on (B)(6) 2010. The diagnostic information is consistent with the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a power on reset occured. All the diagnostics were cleared and device parameters were reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.